Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral and common iliac arteries using an indigo system separator 5 (sep5). During the procedure, a clot began to build up in the indigo system cat5 aspiration catheter (cat5) and the physician decided to remove the cat5 and sep5 together. The cat5 was then flushed and re-advanced into the patient. Subsequently, the physician attempted to re-advance the sep5 into the cat5 through the tuohy valve and reported that the tip of the sep5 became kinked at the distal port of the tuohy valve. It was then discovered that the distal port of the tuohy valve had been accidentally left closed. The sep5 was therefore removed and was no longer used in the procedure. The procedure was completed using a new sep5 and the same cat5. There was no report of an adverse effect to the patient.